Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed skin infection while wearing the pod. The patient's blood glucose levels were reported to be unstable, with readings reaching up to 28 mmol/l (504 mg/dl), while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm) due to exposure to water and sweating, causing the cannula to dislodge. Following the pod detachment, the patient developed an abscess at the infusion site, accompanied by redness and warmth of the skin. Medical attention was sought at the (B)(6) on (B)(6) 2026, where an abscess was diagnosed and treatment with antibiotic flucloxacillin was prescribed for 7 days, to be taken four times daily. The medical visit lasted approximately 3 minutes. A new pod was subsequently applied successfully.